Event description:
Boston scientific received information that the patient with this implantable pacemaker experienced an increase in pacing thresholds to 3.1 volts. The device was now displaying the message that it has been in retry mode 40% of the time as it was programmed to automatic capture on. Although no adverse patient effects were reported, this patient is pacemaker dependent. Boston scientific technical services (ts) was contacted for further assistance. The right ventricular (rv) lead associated with this device is a competitor's product.

Manufacturer narrative:
A ts representative discussed that the high threshold of 3.1 volts is causing the device to go into retry as the measurement is outside of the labeling for the automatic capture feature and that it should only be used when thresholds are below 3.0 volts. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.